Manufacturer narrative:
The device's ac/dl adaptor was returned to the manufacturer for evaluation. The prongs of the ac/dc adaptor were broken off and were not returned with the ac/dl adaptor. The damage to the ac/dc adaptor appears to be due to stress to the component. The mini elite compressor is an obsolete product.

Event description:
The manufacturer received information alleging a mini elite compressor had no pressure. There was no patient harm or injury reported. (B)(4).